Event description:
It was reported that the system 2800 uroview displayed an error message "down motion limited." There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The potentiometer and pulley assembly were found to be defective and replaced. The system was tested and found to be working as intended and placed back into service.